Event description:
Customer reportedly received results of hi and lo on the aviva system and 94-100 mg/dl on her physician's meter within 10 minutes. No action was taken based on device results. The customer was at the physician's office when the discrepant results were obtained. Customer did not indicate how long the discrepant results have been occuring. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter, test strip lot number 300304, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.